Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing during an untreated episode with low r-wave amplitudes. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to lead noise. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing during an untreated episode with low r-wave amplitudes. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to lead noise. No additional adverse patient effects were reported.